Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported that the patient had infection and erosion. The entire pacemaker system was explanted and replaced with a leadless pacemaker. The condition of the patient is unknown.